Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with corroded battery tube. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated they went to swimming and after couple of minutes insulin pump died. Customer also stated that the battery compartment was corroded. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.